Manufacturer narrative:
E1: initial reporter address 1: building no. (B)(6). Device evaluated by MFR: promus select ous mr 16 x 3.50mm stent delivery system (sds), catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Visual examination identified that the stent had been detached from the delivery system and was not returned for product analysis. No issues identified with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section identified a break. Microscopic analysis of the bumper tip showed no signs of distal tip damage. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent od (outer diameter) at the time of manufacturing was within maximum crimped stent profile measurement. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and non-calcified lesion in the right coronary artery (rca). A 16 x 3.50 promus premier select drug-eluting stent was advanced, however, failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed stent detached/separated.